Event description:
It was reported that the twist clamp of the minicap transfer set leaked; further described as "leak from under twist clamp on miniset, leak noted when twist clamp opened". This occurred during use of the device for peritoneal dialysis therapy. The patient was treated with 1.5g ceftazidime and 1.1g cefazolin intraperitoneally as precautionary measure and the transfer set was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.